Manufacturer narrative:
(B)(4). Visual examination revealed that the hexlobes on the x-25 driver¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the final tightener¿s distal tip becoming stripped cannot be positively determined. However, the noted damage suggests that the final tightener was subjected to unanticipated forces during the tightening process, resulting in the distal tip of the driver becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The torque shaft slips in the screwed, therefore does not torque appropriately. (B)(4). Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.